Event description:
Device malfunction: difficult to remove and foot remained open. Symptoms/ae: artery laceration and surgical artery repair. Time of device malfunction and symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove from the pt's anatomy. After the lever was returned to its original position to park the foot, an attempt to remove the device was unsuccessful. The device was rotated slightly but still could not be removed. The account manager was contacted for assistance in removing the device and instructed that the device be pushed away from the anterior vessel wall and re-park the foot. The device was removed using assertive pull and once the device was removed, it was noted that "tissue" was stuck to the foot and the foot was completely out of the distal guide, indicating the attempt to re-park the foot was unsuccessful. The foot was intact and no device breakage was noted. No calcification or plaque was noticed on the angiogram. Hemostasis was achieved using manual compression. The pt experienced a cold right foot immediately after the procedure and was taken to surgery due to a laceration of the artery from removing the device with the foot open. The suture was noted to be in the correct place on the artery. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info.